Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the patient experienced hypotension that required medication and extended hospitalization. During a pulmonary vein isolation (pvi) procedure, low blood pressure was noticed in the patient. After gaining access in the patient, and just as the physician was about to go transseptal with the vizigo sheath, it was noticed that there was low blood pressure in the patient, reading at about 50/20. The soundstar® catheter, qdot micro¿ catheter and the vizigo sheath, but no ablation had been performed yet. They canceled the transseptal procedure at this point and did not proceed with the transseptal access. They monitored the patient for some time, but the blood pressure did not improve. They administered vasopressin to the patient, as well as albumin via the IV line. The blood pressure was still low in the 50's for about 5 minutes. They did confirm that there was no effusion present in the patient. Then it was reported that the patient was stabilized, and the patient was in stable condition. The physician did not believe that any bwi products were the cause of the issue. Additional information was received. The patient fully recovered; however, required an overnight hospital stay which extended their hospitalization. The physician does not believe that any bwi products were the cause of the issue. The physician's opinion on the cause of the adverse event was patient condition. The adverse event was assessed as MDR reportable under the vizigo sheath.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).